Manufacturer narrative:
Unable to prime during the prime testing and the insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the battery tube thread, reservoir tube lip, reservoir tube window and a scratched lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father stated that the insulin pump alarmed during the prime process. The insulin pump has been dropped. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.